Event description:
Unk - approx 60 y/o male pt received gel-one injection to the left knee for osteoarthrosis. Unk - his wife reported the pt died. No add'l info provided.

Manufacturer narrative:
Seikagaku corporation requested (B)(4) to gather additional information. However, no additional information was provided from the spouse for all their frequent contacts. Ref (B)(4).

Manufacturer narrative:
Seikagaku corporation was requesting zimmer, inc., to gather add'l info. Seikagaku corporation is also submitting this report on behalf of zimmer, inc., as the improper with authorization by the exemption number (B)(4).